Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was in the emergency room due to inappropriate implantable cardioverter-defibrillator (ICD) shocks caused by t wave oversensing on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.